Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/25/2017. The investigational analysis has been completed. See evaluation summary. (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. Clotting was observed at the tip of a smart touch bidirectional sf catheter during a procedure. The procedure was completed with no patient consequences. The response received states that substance at the tip of the catheter could have been char. There was no error message. There were no issues related to the temperature and flow on the catheter. The power cut off was set to 30 watts. There is no information on the noted temperature, impedance and power. They were using anticoagulant. The patient did not exhibit any neurological symptoms since the procedure was completed. The returned device was visually inspected and during the first visual inspection it was found clotting stuck on the catheter tip, however, during the second visual inspection no clotting stuck was observed, this could be related to the decontamination process during the first inspection. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then a cool flow pump test was performed and the catheter passed specifications, the catheter was irrigating correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the clotting/char on the catheter tip has been verified. However, the catheter functionality was found within specifications, no issues were observed. Additionally, char is a physical phenomenon of radiofrequency. It can be the normal result of the ablation process.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17618927l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. Clotting was observed at the tip of a smart touch bidirectional sf catheter during a procedure. The procedure was completed with no patient consequences. The response received states that substance at the tip of the catheter could have been char. There was no error message. There were no issues related to the temperature and flow on the catheter. The power cut off was set to 30 watts. There is no information on the noted temperature, impedance and power. They were using anticoagulant. The patient did not exhibit any neurological symptoms since the procedure was completed. This event is being conservatively reported, as the response could not definitely differentiate between the two substances (char or clot). The presence of char is itself is not reportable. Char is a physical phenomenon of rf energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The potential presence of clotting is reportable. Since clots have poor adherence to catheters, it could be a potential source of embolism.